Manufacturer narrative:
The product was returned for analysis and plunger underride was observed. The device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced into the tip of the nozzle and is advanced under the lens. The lens is in the lens bay. We are unable to determine the root cause for the reported complaint "stamp went forward under the iol". Plunger underride was observed. Plunger underride may occur: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The reported event "iol not located correctly in shooter" cannot be confirmed as plunger was advanced into the tip of the nozzle; therefore the exact lens position in the lens bay before advancement cannot be confirmed. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the device did not work. The stamp went over the intraocular lens (iol) and did not transport the lens. Therefore, the system could not be used. The surgery was completed with a replacement iol. Additional information was received. The iol was not captured by the shooter's stamp; the stamp went forward under the iol. The iol could not be pushed out of the shooter. According to the surgeon, the iol was not properly positioned in the shooter, which led to the incident. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).